Event description:
This event involved a patient 5 months post heartware lvad implantation who experienced neurological dysfunction. The patient experienced facial paralysis, dysphagia, right side movement deficit and dysarthria; an ischemic event was confirmed by imaging. Neurological deficit improved but not completely. Pump parameters were unchanged and preliminary review of the controller log files indicated that the system was within the normal operating range.

Manufacturer narrative:
The product remains implanted in the patient. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The cause that led to the reported event could not be determined. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. No additional information will be forthcoming.